Event description:
Foreign affiliate reports physician reported a "corneal abscess" od for a wearer of acuvue oasys. The patient has worn oasys since 08 and had no reaction before. The doctor has prescribed tobrex and ciloxan. Additional information has been requested. "Corneal abcess" has often been used synonymously with corneal ulcer by practitioners in another country. Clarification has been requested from the reporting physician. Product information was not received on this event.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.